Manufacturer narrative:
The reported event of unable to disconnected was confirmed. The device was returned with battery voltage above elective replacement indicator (eri) level. Visual inspection showed that the setscrew was completely stripped, consistent with explant damage. Further analysis, including output verification and sensitivity testing were performed and no anomaly was found. The longevity assessment was performed and device was in normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Product # (B)(4). An event of over-sensing resulting in no clinical signs, symptoms or conditions and no health consequences or impact was reported. The low voltage lead is implanted and not returned. Technical support was contacted, and session records were provided. Analysis of the information provided indicated noise resulting in oversensing was noted. Gfes were performed inquiring if physician alleges lead damage, if diagnostic imaging or provocative testing was performed, and an update on the resolution of the event. No additional information was provided. A device history record (DHR) review was not required per investigation procedure. The reported event of noise resulting in oversensing was able to be verified by technical support via session records.

Event description:
It was reported that during an unrelated procedure, the right ventricle (rv) lead was unable to be removed from the header of the device. The rv lead was capped and replaced. The device was explanted and replaced. The patient was in stable condition.